Event description:
The pt underwent a diagnostic cardiac catherization. The cardiologst attempted arteriotomy closure with a techstar xl 6 fr pvs device. He met resistance on needle deployment and the needle did not present. Fluoroscopy showed that both needles had presented outside the barrel. Needles back down was not successful. The pt was sent for surgical device removal. Surgery was successful and the pt was stable. The cardiologist admitted that the barrel probably was not locked in place during needle deployment.